Event description:
Orig surg 2003. Allegedly pt suffered uncontrolled flexion with associated superior medial capsular disruption and distal most quadriceps disruption. Allegedly pt has poor extensor function and function incapacity because of sensations of instability.